Event description:
Patient found on floor unresponsive and expired following cardiopulmonary resuscitation attempts. Admitted for possible congestive heart failure and implantable cardiac defibrillator shorts. Also had pace generator implant. Coroner released body and family did not request autopsy.